Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that an auto-off alarm occurred. There was no reported impact to the user's blood glucose level. Customer reported they had bloused within the last 18 hours. Review of pump history with tandem technical support revealed the customer had not bloused since the evening prior to the call. Customer stated they might have misremembered and thought they bloused when they did not.